Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the tip of the cutter was broken. Evaluation of the device determined that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. Forceful side loading of cutting burrs may cause fracture of dissecting tool. Therefore, the assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cutter device broke. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was reported as september 18, 2017 and has been updated to september 13, 2017. If additional information should become available, a supplemental medwatch report will be sent accordingly.